Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. The code 1003 and premature depletion are a result of a high current drain caused by leaky ceramic battery bypass capacitor, due to a crack in the ceramic capacitor. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected, and device hardware is not detecting the loss of battery energy. Device replacement was recommended, however this ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully explanted, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected, and device hardware is not detecting the loss of battery energy. Device replacement was recommended, however this ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully explanted, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.